Event description:
Pt having bilateral alcohol ablation of renal cyst. After m.d. Completed 2nd ablation (lt kidney), the drain (distal portion) broke off and remains in kidney. M.d. Discussed above with pt, fractured end remains in lt kidney. No further follow-up at this time.